Event description:
It was reported that there was a recurring fault with the device. At the time of connecting the 250ml tank and purging the line, the cadd pump displays the 'occlusion' fault. No defect with a lower capacity tank. There was no reported patient involved.

Manufacturer narrative:
"Occluded/blockage" could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. No device was received, in case of receiving it, the complaint will be reopened.